Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: srihari mahadev "a surprising culprit for delayed gastrointestinal bleeding after endoscopic ultrasound-guided cholecystoduodenostomy: the double-pigtail stent" division of gastroenterology and hepatology, new york- presbyterian hospital, 1283 york ave, 9th floor, new york, ny, 10065, USA, https:11doi.orgll0.1o071s12328-022-01749-8 block h6: imdrf patient code e2339 captures the reportable event of a cratered ulcer. Imdrf patient code e0506 captures the reportable event of hematemesis. Imdrf patient code e0301 captures the reportable event of hemoglobin drop. Imdrf impact code f2202 captures the reportable event of esophagogastroduodenscopy (egd) was performed. Imdrf impact code f2301 captures the reportable event of rat tooth forceps and additional plastic stents were implanted.

Event description:
Boston scientific became aware of the event involving an advanix biliary stent with naviflex rx delivery system through the article "a surprising culprit for delayed gastrointestinal bleeding after endoscopic ultrasound-guided cholecystoduodenostomy: the double-pigtail stent" by srihari mahadev et al. Per article, an 83-year-old male patient with acute cholecystitis underwent uncomplicated endoscopic ultrasound-guided cholecystoduodenostomy using a lumen apposing metal stent and an advanix billiary stent. The patient did well and was discharged in stable condition. Six months post procedure, the patient presented with upper gastrointestinal bleeding, hematemesis and acute hemoglobin drop. An esophagogastroduodenscopy (egd) was performed and revealed a 20 mm cratered ulcer from the double-pigtail stent. The lams and plastic double-pigtail stent (dps) were removed using rat tooth forceps. To ensure gallbladder drainage, it was replaced with two dps. After the replacements, there were no post-procedure adverse events. The patient improved his condition while maintaining proton pump inhibitors and was discharged home in a stable condition. Please see the reference article for full details.